Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with blank display. The customer's blood glucose level was reported to be 117mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current; the problem was isolated to the mother board. However, the insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display anomalies noted. The insulin pump had missing end cap sticker and minor scratches on the lcd window.